Manufacturer narrative:
In previously submitted report, report information 510k number, operator of device in box d, occupation in box e and reason device not eval was incorrect. In this report, section report information 510k number, operator of device in box d, occupation in box e and reason device not eval been updated/corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar pro c-flex+ device was returned to third party service center for evaluation, there was no report of serious or permanent harm or injury. There was no report of medical intervention. During evaluation no foam particle were noted in the air path, yet foam degradation was noted. The device sound abatement foam needs replaced to address the issue. In addition, error code was displayed e030 (err_motor_spinup_flux_high). Damage screen noted and dust was found as contamination. The device as scrapped.